Event description:
The following was reported via maude event report ((B)(4)): it was alleged that in 2009, the pt was implanted with a bard ventralex patch for repair of an incisional hernia. Following the procedure the pt suffered numerous complications including 12 bowel obstructions, necessitating removal of the device, bowel resection, open lysis of adhesions and a hernia repair.

Manufacturer narrative:
We have contacted th initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all pt, event an device information davol has received to date. Based on the information provided, it is unk if the mesh caused or contributed to the reported event. The pt reports complications including bowel obstructions, bowel resection, lysis of adhesions and repair of an additional hernia. While medical records have not been provided, it should be noted that adhesions and recurrence are known adverse events listed in the IFU. Additionally, no sample was returned for evaluation. A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. With the available information, no definitive conclusion can be drawn at this time.